Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of pain and thrombosis are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2024, the prostyle device achieved hemostasis during the procedure without issue.then on (B)(6) 2024, the patient returned to the hospital due to experiencing persistent leg pain. The patient was admitted and it was noted that the left common femoral vein was completely occluded at the access site where it had been sealed with a prostyle device. An attempt was made to balloon the vein, but it did not open. The doctor then proceeded to implant a non-abbott venous stent to open the vein, achieving excellent results. There was a clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.